Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
On (B)(6)2022, this patient on peritoneal dialysis (pd) reported having an infection during a call to customer support for a ¿draining slowly¿ message during pd treatment with the fresenius cycler. There were no reported allegations that the infection was caused by a malfunction or product deficiency with fresenius products. In an additional follow-up call, the patient¿s pd nurse stated that the patient was hospitalized on (B)(6)2022 with peritonitis characterized by abdominal pain. During the hospitalization, the patient had a pd culture obtained which revealed a normal white blood cell (wbc) count and growth of few gram-positive cocci in pairs (bacteria not provided). The patient was initiated on antibiotic therapy with vancomycin (dose not provided) intra-peritoneal (ip) for a 21 day course. Subsequently, on (B)(6)2022, the patient was discharged from the hospital continuing pd therapy on the same cycler. The nurse confirmed the patient did not have any fluid leaks or any issues with fresenius products in relation to the peritonitis. Event. The nurse attributed the peritonitis to breach in aseptic technique during the pd exchange.

Event description:
On (B)(6) 2022, this patient on peritoneal dialysis (pd) reported having an infection during a call to customer support for a ¿draining slowly¿ message during pd treatment with the fresenius cycler. There were no reported allegations that the infection was caused by a malfunction or product deficiency with fresenius products. In an additional follow-up call, the patient¿s pd nurse stated that the patient was hospitalized on (B)(6) 2022 with peritonitis characterized by abdominal pain. During the hospitalization, the patient had a pd culture obtained which revealed a normal white blood cell (wbc) count and growth of few gram-positive cocci in pairs (bacteria not provided). The patient was initiated on antibiotic therapy with vancomycin (dose not provided) intra-peritoneal (ip) for a 21 day course. Subsequently, on (B)(6) 2022, the patient was discharged from the hospital continuing pd therapy on the same cycler. The nurse confirmed the patient did not have any fluid leaks or any issues with fresenius products in relation to the peritonitis. Event. The nurse attributed the peritonitis to breach in aseptic technique during the pd exchange.

Manufacturer narrative:
Correction provided.

Manufacturer narrative:
Correction provided in h10. The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.  Clinical review: there is a temporal relationship between pd therapy utilizing the liberty cycler set and the patient event of peritonitis. However, there is no allegation nor any objective evidence that a device malfunction or product deficiency with the liberty cycler set was associated with the event. All pd patients are at risk of peritonitis due to a compromised immune system and the increase of potential for microbial contamination from dialysis techniques. Based on the reported information, the cause of the patient¿s peritonitis can be reasonably attributed to a breach in aseptic technique, as reported by the pd nurse.

Event description:
On (B)(6) 2022, this patient on peritoneal dialysis (pd) reported having an infection during a call to customer support for a ¿draining slowly¿ message during pd treatment with the fresenius cycler. There were no reported allegations that the infection was caused by a malfunction or product deficiency with fresenius products. In an additional follow-up call, the patient¿s pd nurse stated that the patient was hospitalized on (B)(6) 2022 with peritonitis characterized by abdominal pain. During the hospitalization, the patient had a pd culture obtained which revealed a normal white blood cell (wbc) count and growth of few gram-positive cocci in pairs (bacteria not provided). The patient was initiated on antibiotic therapy with vancomycin (dose not provided) intra-peritoneal (ip) for a 21 day course. Subsequently, on (B)(6) 2022, the patient was discharged from the hospital continuing pd therapy on the same cycler. The nurse confirmed the patient did not have any fluid leaks or any issues with fresenius products in relation to the peritonitis. Event. The nurse attributed the peritonitis to breach in aseptic technique during the pd exchange.

Manufacturer narrative:
Plant investigation: the sample was not returned to the manufacturer and the lot number was not provided. A manufacturing review was performed on the products shipped to the patient for the three (3) month time frame which immediately preceded the event occurrence date. This review included the lot numbers for all fresenius liberty cycler sets shipped to this account within the selected time frame. The entire set of lots have been sold and distributed. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. An investigation of the device history records (DHR) was conducted and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The product lots involved met all specifications for release. A review of the DHR did not reveal a probable cause for the customer complaint. A review of the user guide was performed. The user guide states as a warning before starting the treatment, ¿you must use aseptic technique as directed by your pd nurse to prevent infection¿. At this time, the reported incident could be attributed to end user error in accordance with the complaint description. As the complaint sample was not available a physical evaluation could not be performed.

Event description:
On (B)(6) 2022, this patient on peritoneal dialysis (pd) reported having an infection during a call to customer support for a ¿draining slowly¿ message during pd treatment with the fresenius cycler. There were no reported allegations that the infection was caused by a malfunction or product deficiency with fresenius products. In an additional follow-up call, the patient¿s pd nurse stated that the patient was hospitalized on (B)(6) 2022 with peritonitis characterized by abdominal pain. During the hospitalization, the patient had a pd culture obtained which revealed a normal white blood cell (wbc) count and growth of few gram-positive cocci in pairs (bacteria not provided). The patient was initiated on antibiotic therapy with vancomycin (dose not provided) intra-peritoneal (ip) for a 21 day course. Subsequently, on (B)(6) 2022, the patient was discharged from the hospital continuing pd therapy on the same cycler. The nurse confirmed the patient did not have any fluid leaks or any issues with fresenius products in relation to the peritonitis. Event. The nurse attributed the peritonitis to breach in aseptic technique during the pd exchange.